Manufacturer narrative:
(B)(4).

Event description:
The customer questioned results for 3 patients tested for either elecsys pth immunoassay (pth) or elecsys pth stat immunoassay (pth stat). Based on the data provided, the pth results for 2 patients were erroneous and reported outside of the laboratory. Patient 1 initial pth result was 1.9 pg/ml. This result was reported outside of the laboratory. A new sample was obtained on (B)(6) 2016 and the result was 243.8 pg/ml. It is not known why the additional sample was taken. It may have been because the physician questioned the initial result that had been reported. The initial sample was repeated and the result was 261.8 pg/ml. The repeat result was believed to be correct and was reported outside of the laboratory as a corrected result. It is not known if any action was taken based on the initial result of 1.9 pg/ml. During a reagent lot to lot comparison on (B)(6) 2016 patient sample 2 from (B)(6) 2016 with a result of 1.91 pg/ml was pulled to be run on both reagent lot numbers. The repeat result on the current lot number was 5.31 pg/ml. The repeat result on the new lot number was 5.28 pg/ml. A corrected result of 5.3 pg/ml was reported outside of the laboratory. No actions had been taken based on the initial result of 1.91 pg/ml. It is not known if patient 1 was adversely affected. This information was requested but was not provided. No adverse event for patient 1 was reported. No adverse event occurred related to patient 2. The pth reagent lot number was 18803504 with an expiration date of 12/31/2016. Calibration and quality controls were acceptable. The most recent liquid flow cleaning was performed on 09/26/2016. The field service engineer (fse) visited the customer site. No issues were identified. All system checks passed and were within specification.

Manufacturer narrative:
Based on a review of the alarm trace, there were many sample alarms for patient samples and quality controls. These alarms indicate the sample probe detects air bubbles on the sample or an air bubble is detected in the sample syringe flow path when the sample is aspirated. This is the most reasonable root cause of the discrepant results which occurred due to not enough sample being aspirated. A specific root cause could not be identified. Additional information was requested for investigation but was not provided. A general reagent issue can be excluded. An additional possible root cause for this event may be insufficient maintenance.